Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. The analysis is pending.

Event description:
During a replacement procedure, a sorin screwdriver (packaged as an accessory) was used to unscrew the setscrews of the pacemaker (not sorin brand). However, reportedly, its shaft was found unstable. Another sorin screwdriver was used to disconnect the leads and to tighten the setscrews of the new implanted pacemaker. An analysis of the screwdriver was requested.